Manufacturer narrative:
Explant date: if explanted; give date: n/a (not applicable). No indication of lens explant. Initial reporter's phone: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced 30° rotation of the intraocular lens (iol) after implantation. No patient injury. There was no indication of a secondary procedure. No additional information was provided to abbott medical optics.

Manufacturer narrative:
In follow up with the customer, it was reported that the issue was related to the left eye (os). The operator explanted the iol on (B)(6) 2017. Refraction before rotation and post rotation. Pre op: +1.5/-3.25/104 post op: +0.25/-0.5/33. The doctor said that he had noticed that the capsule bag was not big, and that could be a reason why the iol changed its position. After the replacement, everything was excellent. Excellent refraction post iol replacement +0.25/-0.5/33 vs. +1.5/-3.25/104. Device evaluation: the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.